Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners, and cracked belt clip slot noted. No button error alarms observed. However, the device had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer received a button error alarm on their insulin pump and will not clear. The patient's blood glucose level was at 198 mg/dl. The customer stated that there were no significant events that could have led to the button error alarm. A new pump was shipped to the customer. No further information was provided.